Manufacturer narrative:
A review of complaints for the last 24 months did not indicate any similar complaints for this system. The company rep examined the system and confirmed one of the system messages reported. The footswitch and cable were replaced. The shoulder bolt was adjusted on the fluidics module for diagnostic purposes. Preventive maintenance was performed. The system was then tested and met all product specifications. The footswitch has been returned for in-house evaluation, but the evaluation is not complete. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery, system messages were received indicating that the fluidics functions were unavailable and the footswitch functions were unavailable. The surgery was completed after a 15 minute delay and no harm to the pt was reported.